Event description:
In 2009, the primary plif surgery was performed on l5/s which had strong lordosis that made difficult to place the screw and the cages. The patient has spondylolysis from spondilolisthesis on l5/s. Six days later, it was found from the x-ray that the left cage was backed out also the screws at right l5 and right s were not placed correctly. Two days later, the revision surgery was performed. Both left and right cages were removed and the cages were placed, and the screws at right l5 (6.5x40mm) and s (6.5x40mm) were removed and the xia screws (7.5x40mm) were placed. The x-rays will be available for evaluation and will be...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. The oic cages referenced in this complaint are not marketed in the u.s., however, similar devices are.